Manufacturer narrative:
(B)(4). Investigation completed and product sytem evaluated with no defect found.most likely underlying root cause of malfunction:user test strips had a poor storage(kitchen). (B)(4).

Event description:
Costumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 76 and 56 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification,customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 01/28/2018 and open vial date is 11/13/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 76mg/dl,56mg/dl. Customer concerned with low results and has been using the meter for only two days. Customer using an old meter got result of 104mg/dl then ran a result on the true metrix meter and got 64mg/dl. Customer had the old meter for over a year and believes the results matches her range. We checked the meter's memory and the 64mg/dl results is not listed.

Manufacturer narrative:
Report # (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user test strips had a poor storage(kitchen). Note: test strip-UDI#:(B)(4).

Event description:
Costumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 76 and 56 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification, customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 01/28/2018 and open vial date is 11/13/2016. The meter memory was reviewed for previous test result history: the 76mg/dl (B)(6) 2016 08:39 am fasting: yes, the 56mg/dl (B)(6) 2016 10:55 am fasting: yes, undisclosed; undisclosed; undisclosed. Memory concerns: 76mg/dl,56mg/dl. Customer concerned with low results and has been using the meter for only two days. Customer using an old meter got result of 104mg/dl then ran a result on the true metrix meter and got 64mg/dl. Customer had the old meter for over a year and believes the results matches her range. We checked the meter's memory and the 64mg/dl results is not listed.